Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Problem code (B)(4) relates to the reported issue of bands failed to deploy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
This report pertains to one of three devices used during the same procedure. Manufacturer report# 3005099803-2017-00520 pertains to the first speedband device, manufacturer report# 3005099803-2017-00521 pertains to the second speedband device and manufacturer report# 3005099803-2017-00522 pertains to the third speedband device. It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the trip wire was not properly secured and the bands failed to deploy. No audible click was heard in each 180 degree turn of the handle. The same issue occurred with the second band. When using the third speedband superview super 7 the trip wire was not properly secured from the handle but the bands were able to be deploy with difficulty and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.